Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during pre-surgery testing, it was observed that the handpiece device heated up while in use with the attachment device. There were no delays in the surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device would not secure the cutter device and had a cut in the outer cord near the connector end. The burr lock mechanism assembly was disassembled and it was observed that two springs for the lock tabs has failed and not pushing on the lock tabs to secure cutters. It was further determined that one of the springs was out of place and deformed and the other spring was out of place and completely gone. It was determined that this was due to running the handpice device without a cutter device. The assignable root cause was determined to be due to misuse, abuse and/or user error. It was determined that the cut in the outer cord near the connector was due to being repeated stress. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.